Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks for t-wave oversensing during fast conducted atrial fibrillation (af). It was noted that the patient was undergoing antibiotic treatment for unrelated reasons. Evaluation of all programmed sensing vectors noted small signal amplitude r-wave measurements, which, resulted in the automatic setup process being unsuccessful in choosing an appropriate sensing vector. The physician elected not to make any programming changes and admitted the patient to the hospital to commence rate control therapy for the af. Additional information was received that x-rays were taken and showed that the device was not mobile. Surgical intervention was undertaken. A transvenous cardiac resynchronization therapy defibrillator (crt-d) system was successfully implanted. This s-ICD remains implanted with tachycardia therapy programmed off. The physician plans to explant the s-ICD system on an unknown future date. No additional adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.